Event description:
Patient reported 2 cadd extension tubing sets used for treprostinil IV infusion leaked while in use at filter area. Tubing lot numbers unknown, patient has already discarded product. Patient changed tubing immediately when it leaked with no adverse event. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace? No; pt had extra tubing. Did the pt have a backup product they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to cvs/caremark by pt/caregiver.